Event description:
The patient experienced a seizure which resulted in a visit to the ER and it was noted that the patient may have nerve damage. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently left out codes 'e010901' and 'f0101'.

Event description:
Additional information received noting that the patient is continuing to have seizures. One seizure resulted in a fall and one caused the patient to turn blue/purple and the patient was seen in another emergency room. The patient saw their physician and had their settings increased.